Event description:
The plaintiff's attorney alleged that the patient experienced a sudden cardiac event and other numerous events within that year, all of which was allegedly caused by the exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one event for the same patient involving two separate products. It is noted that there are allegations in the litigation that reference unspecified numerous events that occurred within the same year of the sudden cardiac event. This information is being reportedly accordingly and requests for clarification are being made. If such clarification or any further additional information is provided, it will be reported out via another MDR accordingly.